Event description:
The customer reported that their device was not powering on. When this was initially observed, the screen flickered and the end user reported hearing a pop sound. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control has been unable to reach the customer regarding the resolution or repair status of the device. It is unknown if the customer has repaired the device or if they are in the process of repair. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Manufacturer narrative:
Physio-control was able to contact the customer regarding their device. The device is no longer supported for service by physio-control so the customer has removed the device from service. The device has not been returned to physio for evaluation.the cause of the reported failure could not be determined.